Event description:
Pt under the care of family member was forced to overwear soft contact lenses and was kept from doctor oversight for over 5 years. Pt came in for exam with very old contacts and was found to have superficial punctate keratitis and was at risk for ulceration. Conclusion: that contact lenses as a medical device will continue to produce complications and threaten vision when worn inappropriately and without proper medical oversight.